Event description:
It was reported that the precise bipolar pyramid tip instrument does not work correctly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to move intuitively with full range of motion in all directions. Engineering also observed the main tube has a 2 inch long section with material removed on one side of the tube. Damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A f/u MDR will be submitted if add'l info is received.